Event description:
It was reported that this left ventricular lead was surgically abandoned and replaced due to high pacing impedance out-of-range and loss of capture without asystole. This issue appeared upon generator change, when this lead was connected to the new device, the impedance was over 3000 ohms in all configurations. No additional adverse patient effects were reported.